Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the accuracy changed and the deviation became more than 3 millimeters (mm). The accuracy at the registration was 1.2 mm and the instruments needed to be verified every 5 minutes. No known impact to patient outcome. There was a thirty minute surgical delay.

Manufacturer narrative:
H2, correction: b3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the logs. Logs captured 1 sessions on the date of the issue. Logs captured that the site used the stdfess procedure and performed registration with emframe_init, lot of registrations were observed in the session most of them were below 5mm and the last registration was performed with an error metric of 2.84. There was no abnormality found in the logs related to the reported behavior of registration. In given session "coil noise" is also observed. Archives are unavailable. Logs were not useful to find the cause of inaccuracy. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
H2) please see section b5 for additional information. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , version #: 1.0.3, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The system had been used successfully since this event.